Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the display would have stripes of texts during bolus delivery. Customer's blood glucose was 240 mg/dl. After troubleshooting, the issue was resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with missing segments/clear vertical lines on the lcd window due to a cracked zebra connector on the lcd glass. However, the pump screen was stuck in a full segment display after the battery installation due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No blank display was noted. Unable to verify for back circles anomaly or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating current measurements due to the pump being stuck in a full segment display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.